Event description:
Reporter alleged obtaining discrepant blood glucose 228 mg/dl and 229 mg/dl back to back with a result of 98 mg/dl when testing was performed less than 10 minutes apart on the advantage system. Reporter did not indicate experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. No adverse event reported. A requested was made for the return of the suspect device and replacement product was sent.